Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent surgery for a tibial diaphyseal fracture with the product in question. When the reamer was passed through the product in question at the joint, the reamer could not pass through due to the characteristics of the flexible sleeve. The surgeon activated the reamer as he proceeded, and the procedure managed to proceed, but he was concerned that the metal in the sleeve was being shaved off and a foreign object might get inside the body. The use of the larger sleeve might have improved some aspects, but the surgeon chose this sleeve because of the difficulty of threading it through the joint. The surgery was completed successfully with 30 minutes delay. The surgeon confirmed that there were no pieces left in the patient by x-ray. There was no damage to the drill bit and reamer. The patient outcome was reported to be stable. No further information is available. This report involves one protection sleeve/ flex/ long for nails ø 8-11mm / sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.